Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy menstrual bleeding/ blood clots") and device breakage ("diagnostic hysteroscopy unable to visualize remaining partial essure in left cornua. Novasure not performed due to retained essure and risk of thermal spread") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was normal around the time of her 2008 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 9 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). In 2012, the patient experienced menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2012, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), vulvovaginal mycotic infection ("regular yeast infections") with vulvovaginal discomfort, urinary tract infection ("urinary tract infections") with pollakiuria, migraine ("migraine headaches") and complication of device removal ("essure device was removed ¿completely on the right side at time of salpingectomy & removed partially on the left side"). The patient was treated with surgery (hysteroscopy, dilation and curettage ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, menstruation irregular, adenomyosis, migraine and ovarian cyst had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, device breakage, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff continues to suffer from her symptoms as a result of her essure implantation, and was seeking a physician to remove the devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful tubal sterilization bilaterally nuclear magnetic resonance imaging brain - on (B)(6) 2016: unremarkable ultrasound scan vagina - on (B)(6) 2009: normal uterus and bilateral ovaries; on (B)(6) 2012: left ovarian cyst . On (B)(6) 2015, plaintiff underwent a transabdominal and endovaginal ultrasound which was suggestive of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: quality safety evaluation of ptc. Incident : no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('diagnostic hysteroscopy unable to visualize remaining partial essure in left cornua. Novasure not performed due to retained essure and risk of thermal spread / still has a portion of her left device implanted and will require a second explant surgery'), menorrhagia ('menorrhagia/ heavy menstrual bleeding/ blood clots') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was normal around the time of her 2008 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/worsening pain"), 9 months after insertion of essure. In 2012, the patient experienced menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2012, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vulvovaginal mycotic infection ("regular yeast infections") with vulvovaginal discomfort, urinary tract infection ("urinary tract infections") with pollakiuria, migraine ("migraine"), complication of device removal ("essure device was removed ¿completely on the right side at time of salpingectomy & removed partially on the left side"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), autoimmune disorder ("autoimmune disorder") and headache ("headaches"). The patient was treated with surgery (essure removed and hysteroscopy, dilation and curettage ablation on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, complication of device removal, genital haemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, menstruation irregular, adenomyosis, migraine, ovarian cyst and headache had not resolved. The reporter considered adenomyosis, autoimmune disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff continues to suffer from her symptoms as a result of her essure implantation, and was seeking a physician to remove the devices. Still has a portion of her left device implanted and will require a second explant surgery o fully remove it diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: successful tubal sterilization bilaterally. Magnetic resonance imaging brain on (B)(6) 2016: results: unremarkable. Ultrasound scan vagina on (B)(6) 2009: results: normal uterus and bilateral ovaries; on (B)(6) 2012: results: left ovarian cyst; on (B)(6) 2015: transabdominal and endovaginal ultrasound was suggestive of adenomyosis.. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('diagnostic hysteroscopy unable to visualize remaining partial essure in left cornua. Novasure not performed due to retained essure and risk of thermal spread / still has a portion of her left device implanted and will require a second explant surgery'), menorrhagia ('menorrhagia/ heavy menstrual bleeding/ blood clots') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was normal around the time of her 2008 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/worsening pain"), 9 months after insertion of essure. In 2012, the patient experienced menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2012, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vulvovaginal mycotic infection ("regular yeast infections") with vulvovaginal discomfort, urinary tract infection ("urinary tract infections") with pollakiuria, migraine ("migraine"), complication of device removal ("essure device was removed ¿completely on the right side at time of salpingectomy & removed partially on the left side"), genital hemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), autoimmune disorder ("autoimmune disorder") and headache ("headaches"). The patient was treated with surgery (essure removed and hysteroscopy, dilation and curettage ablation on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, complication of device removal, genital hemorrhage, hypersensitivity and autoimmune disorder outcome was unknown and the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, menstruation irregular, adenomyosis, migraine, ovarian cyst and headache had not resolved. The reporter considered adenomyosis, autoimmune disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, genital hemorrhage, headache, hypersensitivity, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff continues to suffer from her symptoms as a result of her essure implantation, and was seeking a physician to remove the devices. Still has a portion of her left device implanted and will require a second explant surgery or fully remove it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: successful tubal sterilization bilaterally. Magnetic resonance imaging brain - on (B)(6) 2016: results: unremarkable. Ultrasound scan vagina - on (B)(6) 2009: results: normal uterus and bilateral ovaries; on (B)(6) 2012: results: left ovarian cyst; on (B)(6) 2015: transabdominal and endovaginal ultrasound was suggestive of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: pif received - new events : migration, abnormal bleeding, autoimmune disorder were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy menstrual bleeding/ blood clots") and device breakage ("diagnostic hysteroscopy unable to visualize remaining partial essure in left cornua. Novasure not performed due to retained essure and risk of thermal spread") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was normal around the time of her 2008 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia since (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 9 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). In 2012, the patient experienced menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2012, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), vulvovaginal mycotic infection ("regular yeast infections") with vulvovaginal discomfort, urinary tract infection ("urinary tract infections") with pollakiuria, migraine ("migraine headaches") and complication of device removal ("essure device was removed ¿completely on the right side at time of salpingectomy & removed partially on the left side"). The patient was treated with surgery (hysteroscopy, dilation and curettage ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, menstruation irregular, adenomyosis, migraine and ovarian cyst had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter considered adenomyosis, complication of device removal, device breakage, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff continues to suffer from her symptoms as a result of her essure implantation, and was seeking a physician to remove the devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful tubal sterilization bilaterally nuclear magnetic resonance imaging brain - on 23-sep-2016: unremarkable ultrasound scan vagina - on (B)(6) 2009: normal uterus and bilateral ovaries; on (B)(6) 2012: left ovarian cyst. On (B)(6) 2015, plaintiff underwent a transabdominal and endovaginal ultrasound which was suggestive of adenomyosis. Most recent follow-up information incorporated above includes: on 21-aug-2018: summons received: event diagnostic hysteroscopy unable to visualize remaining partial essure in left cornua. Novasure not performed due to retained essure and risk of thermal spread, essure device was removed ¿completely on the right side at time of salpingectomy & removed partially on the left side were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('diagnostic hysteroscopy unable to visualize remaining partial essure in left cornu/ still has a portion of her left device implanted'), heavy menstrual bleeding ('menorrhagia/ heavy menstrual bleeding/ blood clots') and device dislocation ('migration') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included general anesthesia on (B)(6) 2008, gravida ii and parity 2. Her menstrual cycle was normal around the time of her 2008 essure procedure, and she had no problem going about her daily life. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, the patient experienced pelvic pain ("pelvic pain/worsening pain"), 9 months after insertion of essure. In 2012, the patient experienced menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2012, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), genital haemorrhage ("abnormal bleeding"), hypersensitivity ("hypersensitivity"), migraine ("migraine headaches"), vulvovaginal mycotic infection ("regular yeast infections") with vulvovaginal discomfort, urinary tract infection ("urinary tract infections") with pollakiuria, autoimmune disorder ("autoimmune disorder") and complication of device removal ("essure device removed partially on the left side"). The patient was treated with surgery (hysteroscopy, dilation and curettage ablation on (B)(6) 2014 and laparoscopic bilateral salpingectomy with essure removal, diagnostic hysteroscopy). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, genital haemorrhage, hypersensitivity, ovarian cyst, autoimmune disorder and complication of device removal outcome was unknown and the heavy menstrual bleeding, pelvic pain, dysmenorrhoea, menstruation irregular, migraine, adenomyosis, vulvovaginal mycotic infection and urinary tract infection had not resolved. The reporter considered adenomyosis, autoimmune disorder, complication of device removal, device breakage, device dislocation, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, hypersensitivity, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: insertion details: 3 coils on the right and 4 on the left. Novasure not performed due to retained essure and risk of thermal spread. Plaintiff continues to suffer from her symptoms as a result of her essure implantation, and was seeking a physician to remove the devices. Still has a portion of her left device implanted and will require a second explant surgery to fully remove it. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful tubal sterilization bilaterally. Magnetic resonance imaging head - on (B)(6) 2016: unremarkable. Ultrasound scan vagina - on (B)(6) 2009: normal uterus and bilateral ovaries; on (B)(6) 2012: left ovarian cyst; on (B)(6) 2015: transabdominal and endovaginal ultrasound suggestive of adenomyosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jun-2021: medical records received: reporter, medical history and reporter causality comment added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia/ heavy menstrual bleeding/ blood clots") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: her menstrual cycle was normal around the time of her 2008 essure procedure, and she had no problem going about her daily life. Concurrent conditions included general anesthesia on (B)(6) 2008. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2009, 9 months after insertion of essure, the patient experienced pelvic pain ("pelvic pain"). In 2012, the patient experienced menstruation irregular ("irregular menstrual cycles"). On (B)(6) 2012, the patient experienced ovarian cyst ("left ovarian cyst"). On (B)(6) 2015, the patient experienced adenomyosis ("adenomyosis"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), vulvovaginal mycotic infection ("regular yeast infections") with vulvovaginal discomfort, urinary tract infection ("urinary tract infections") with pollakiuria and migraine ("migraine headaches"). The patient was treated with surgery (hysteroscopy, dilation and curettage ablation on (B)(6) 2014). Essure treatment was not changed. At the time of the report, the menorrhagia, dysmenorrhoea, vulvovaginal mycotic infection, urinary tract infection, pelvic pain, menstruation irregular, adenomyosis, migraine and ovarian cyst had not resolved. The reporter considered adenomyosis, dysmenorrhoea, menorrhagia, menstruation irregular, migraine, ovarian cyst, pelvic pain, urinary tract infection and vulvovaginal mycotic infection to be related to essure. The reporter commented: plaintiff continues to suffer from her symptoms as a result of her essure implantation, and was seeking a physician to remove the devices. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: successful tubal sterilization bilaterally nuclear magnetic resonance imaging brain - on (B)(6) 2016: unremarkable ultrasound scan vagina - on (B)(6) 2009: normal uterus and bilateral ovaries; on (B)(6) 2012: left ovarian cyst. On (B)(6) 2015, plaintiff underwent a transabdominal and endovaginal ultrasound which was suggestive of adenomyosis. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.